Manufacturer narrative:
Other text : the customer requested just a new etco2 module without an engineer evaluation.

Event description:
It was reported to philips that the device has a co2 module issue. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's has a co2 module issue. There was no patient involvement.